Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during a spaceoar hydrogel insertion procedure in the perirectal fat performed on (B)(6) 2019. The patient's condition was reported to be fine during the procedure and immediately after. According to the complainant, on (B)(6) 2019, the patient complained of right back pain and was coughing up a little blood. The patient was seen that afternoon and was noted to be stable, vitals were okay, and oxygen levels were 96%. During this examination, the patient coughed up bloody sputum. On (B)(6) 2019, the patient underwent a chest CT which showed multiple pulmonary emboli in the mid-right lobe. Narcotics were prescribed to treat the patient's back pain. Anti-coagulants were not prescribed as the physician felt they may exacerbate the hemoptysis. The approach to treatment was monitoring. As of (B)(6) 2019, the patient was reportedly stable, and slightly better. As of (B)(6) 2019, the patient's condition was improving. The patient had undergone a pelvic MRI which showed that the spaceoar gel was in good position in the perirectal space but slightly diminished in thickness. No extravasation was seen otherwise.